Manufacturer narrative:
A ge representative evaluated the system and adjusted the monitor 12v power supply. The system operates as intended.

Event description:
The customer reported, the left monitor blanks out. No patient injury was reported.